Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows: air/water channel: 1 cfu (unspecified bacteria), suction channel: 2 cfu (enterobacter cloacae), instrument channel: >100 cfu (enterobacter cloacae and pseudomonas aeruginosa), auxiliary channel: 4 cfu (enterobacter cloacae). The subject device had been disinfected with non-olympus automated endoscope reprocessor (soluscope 4) using peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to omsc. But was returned to olympus france (ofr). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, staphylococcus coagulase negative (1 cfu/100ml) was detected from the subject device. The testing result cleared french guideline.